Event description:
It was reported that the user received an insulin occlusion alert while using an infusion set and, after confirming drops during fill tubing, replaced the site and filled the cannula, after which insulin delivery resumed; upon removal the prior site bled heavily, suggesting venous insertion, and later the user experienced hypoglycemia that progressed to a low of 42 mg/dl despite oral carbohydrates, prompting ER evaluation and monitoring. Symptoms included hypoglycemia with alarms for low glucose and no loss of consciousness, seizure, or other acute neurologic effects reported. Outcomes included emergency department admission for observation and subsequent discharge, with no reported long-term effects. Investigation included troubleshooting and education on infusion set replacement, fill procedures, and use of bg run mode after cgm removal. Investigation of this case revealed an insulin flow obstruction associated with the infusion set that resolved after supply change, with evidence of a bloody insertion site consistent with vascular involvement; no device malfunction of the pump was reported. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion due to insertion-site factors, resolved through standard corrective actions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.